Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 01/12/2018. Retain and return product was tested and functioning according to specification.

Manufacturer narrative:
Apoc incident # (B)(4). Corrected information: summary date: from: 11/12/2017; to: 12/12/2017. Product: (B)(4).

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result for a (B)(6) year old male patient with chest pain & tightness. There was no additional patient information at the time of this report. Return product is available for investigation. (B)(6). Samples collected and tested on (B)(6) 2017. There are no injuries associated with this event. The investigation is underway.